Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivered the programmed amount of methotrexate during chemotherapy treatment. The clinicians had programmed the pump to deliver all of the medication in 23.5 hours to insure delivery (instead of over 24 hours). The medication was not being delivered at the desired rate so the clinicians involved had kept increasing the infusion rate (programmed amount and delivery rate unknown). It was also reported that the patient was stable and "doing fine."